Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on this available information, a cause for the reported entrapment of device on chordae could not be determined. The reported patient effect of failure to deliver mitraclip to the intended site (foreign body in patient) appears to have been a cascading event of the clip caught on chordae. The reported poor image resolution was a result of patient anatomy and procedural circumstances. The reported patient effect of foreign body in patient is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. It should also be noted that per mitraclip instructions for use states ¿do not use mitraclip outside of the labeled indication¿. Since mitraclip was used for a tricuspid valve procedure, this is considered as an off-label use of the device; however, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported entrapment of device (clip caught on chordae). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report entrapment, foreign body, and medical intervention. It was reported that this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. It was noted large gaps at >1cm and visualization issues due to the anatomy and shadowing of the devices. The first triclip delivery system (nt tcds 00924u1017) was advanced to the tricuspid valve; however, the clip could not grasp the leaflets due to the large gap. Therefore, the nt tcds was removed with the clip attached and the procedure continued with a new an xt clip. The xt triclip was successfully deployed, reducing tr to severe-massive. Then another xt tcds (00924u1062) was advanced to the tricuspid valve; however, the clip could not grasp the leaflets due to the gap size despite multiple attempts in different areas. A decision was made to remove the tcds with the clip attached and continue the procedure with a g4 clip delivery system (cds 00805u183) for off-label use. The cds was advanced to the tricuspid valve, and independent grasping was attempted to reach the leaflets; however, the clip became entangled with the chordae. Troubleshooting maneuvers was performed, but the clip could not be freed. Therefore, a decision was made to deploy the clip on the chords. Additional treatment was not performed. Two clips were implanted, reducing tr to 3-4. There was no clinically significant delay in the procedure. No additional information was provided.